Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During preparation of the procedure, the helix of the right atrial (ra) lead had failed to extend and retract. The physician elected to replace the ra lead and proceed with the surgery. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one-piece. Visual and x-ray inspections found no anomalies. The helix could be extended and retracted by applying torque to the connector pin. Full helix extension was measured within specifications.